Event description:
His is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007. She also had iud nos (intrauterine contraceptive device) and mirena (levonorgestrel) inserted in 2011. She went in to see her doctor to discuss choices of permanent birth control. She had been on other birth control and was tired of getting the shots and wanted something more permanent. So after meeting with her doctor, she decided to get essure. She was told it would be done in the office and all she would need was pain killers an hour before procedure. Essure was inserted on (B)(6) 2007. The procedure was so uncomfortable and painful the doctor even offered to stop and for her to come in for the second coil. She had cramping for several days which she took ibuprofen for comfort. She stayed on her current birth control for the next three months and then in for the dye and x-ray test to make sure that the procedure took and that scar tissue had built up in her fallopian tubes to prevent pregnancy. She received confirmation that her fallopian tubes were blocked and that she could not get pregnant. Unfortunately she continued to have cramping and pain especially during her menstrual cycle. In 2011, she came up pregnant and scared. She chose to have an abortion shortly after finding out she was expecting and also decided to go back on birth control for added protection. She chose the 10yr iud which ended up uncomfortable and caused cramping and menstrual issues so she asked to be switch to the mirena iud. Couple of months after that she started to have sharp calve pain in her right calve and went into the urgent care to find out she might have a blood clot; she was told to go directly to the ER (emergency room) to have further testing done. She was on blood thinners for six months and she was told that birth control was no longer an option due to her blood clot. They also found out that she was hypercoagulable (which means that she has a partial gene for clotting which make impossible for her to take anything with hormones in it). She met with a hematologist to go over blood test results and she told her she needed to lose weight, stop smoking and have the mirena removed immediately. She stopped smoking that same day and had an appointment with her doctor. After meeting with doctor, she decided that she would schedule to have her fallopian tubes removed that following 2011. Three months after finishing her blood thinners, the surgery was done on (B)(6) 2011 and essure was removed; surgery went well; however, when she woke up she was informed that the left coil had pushed its way out of the tube and was hanging on the outside and that the right coil had pushed its way out of the tube and was hanging on the outside and was stuck on the outside of her uterus. She has struggled with headaches, and never ending hot flashes, mood swings and severe cramps especially during her menstrual cycle. She received concomitant drugs: warfarin, sertraline, trazodone, gabapentin, omeprazole and inhalers. Follow-up received on 14-nov-2015: the ptc investigation result was provided. Ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events the reported lack of efficacy and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later got pregnant with essure. Then she had mirena (levonorgestrel) inserted and had a blood clot (interpreted as thrombosis) in her calf. Four years after essure insertion it was found that both coils had pushed their way out of the tube and were hanging on the outside (device dislocation) and right coil was stuck on outside of uterus (embedded device). Her fallopian tubes and essure coils were removed. These events are serious due to medical significance. Event blood clot is unlisted in the reference safety information for both mirena and essure, the other events are listed. In this case, essure confirmation test showed tubes were blocked and the pregnancy occurred approximately 3 years after insertion. Therefore causality between the pregnancy and essure cannot be excluded (device ineffective). Thrombotic events associated with combined oral contraceptives are considered to be an effect of estrogen. There is, to date, no evidence for an increased risk of stroke, myocardial infarction or venous thromboembolism associated with use of progestin- only contraceptives. The consumer was a smoker, had a genetic hypercoagulable disorder, and was probably overweight (doctor advised her to lose weight) which could be alternative explanations for the thrombosis. Therefore event blood clot was assessed as unrelated to mirena and essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case both coils had pushed their way out of the tube and were hanging on the outside and right coil was stuck on outside of uterus. Given the nature of these events causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
29-december-2015: fu letter underliverable. Final report.